Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0715 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0715) have been reported from the same facility in (B)(6).

Event description:
It was reported that leakage was noticed eight times on the needle/extension set during administration of chemotherapy (2x carboplatinum), during infusion or dripping of nacl 0.9%, or injection of medication with syringe (like licitan). This report addresses the first event.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a leak in the winged infusion set was inconclusive since the returned samples were same lot samples and were not the affected units. Thirty winged infusion sets were returned for investigation. One sample was received in open packaging, but appeared to be unused. The remaining samples were received in sealed packaging. Each infusion set was flushed with water and no occlusions were observed. Each infusion set was pressurized, but no leaks were observed. The syringe plunger was retracted while the infusion set was full of water and the needle tip was occluded, but no air entered the infusion set. Since the affected units were not returned for investigation and since no damage was identified on the returned same lot samples, the complaint was inconclusive. A lot history review (lhr) of recr0715 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (recr0715) have been reported from the same facility in (B)(6).

Event description:
It was reported that leakage was noticed eight times on the needle/extension set during administration of chemotherapy (2x carboplatinum), during infusion or dripping of nacl 0.9%, or injection of medication with syringe (like licitan). This report addresses the first event.